Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. The subject was on a prior regimen of aspirin and p2y12 at the time of index procedure. Heparin or other anti-thrombin were also given. The target lesion was located in the mid left anterior descending (lad) artery extending up to distal lad with 80% stenosis and was 70 mm long, with a reference vessel diameter of 3.0 mm. Timi flow was 3. The target lesion was treated with pre-dilatation and placement of 3.0 mm x 38 mm and 3.5 mm x 38mm promus priemier stents. Following this intervention, post-dilatation was performed with 0% residual stenosis. Timi flow was 3. Five days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2019, the subject presented with symptoms of unstable angina and was hospitalized on the same day. Non-target vessel revascularization (tvr) was performed to treat the event. Eight days later, the event was considered to be recovered/resolved and the subject was discharged on the same day.